Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the returned plate was examined. It is broken in 2 places along the same screw hole at the distal end of the plate. It is slightly twisted/distorted with numerous scratches along the surface of both the front and back of the plate. The thread holes for the screws are intact indicating that no screws had been inserted to hold the plate in place. From assessment, the damage appears to have been caused by either excessive bending in one direction, twisting the plate or bending the plate backwards which is likely to cause breakage as the section of plate between the screw holes is very narrow and not designed to withstand such force or any kind of torsion. A review of the manufacturing records for this lot confirms it was manufactured and released meeting all specifications in march 2014. No product fault could be found with this article. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there were no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the plate in question was broken at the distal part while contouring it to the patient anatomy. There was no surgical delay reported. There was no residue in the patient. This is report number 1 of 1 for (B)(4).